Manufacturer narrative:
Additional brand name, catalog, lot numbers: brand name: nobelreplace tapered groovy wp 5x10mm, cat #: 32220, lot#: 446537, expiration date: 10/02/2015, approx age of device: 4 months; nobelreplace tapered groovy rp 4.3x13mm, 32217, 447152, 10/12/2015, 4 months; nobelreplace tapered groovy rp 4.3x16mm, 32218, 724424, 03/14/2015, 10 months; nobelreplace tapered groovy wp 5x13mm, 32221, 732517, 09/23/2015, 4 months; nobelreplace tapered groovy rp 4.3x16mm, 32218, 732902, 09/26/2015, 4 months; nobelreplace tapered groovy rp 4.3x13mm, 32217, 739678, 01/16/2016, 1 month; nobelreplace tapered groovy wp 5x13mm, 32221, 739770, 01/23/2016, 1 month.

Event description:
A summary of the medical info provided shows that a (B)(6) male with previous history of cardiac arrhythmia, respiratory compromise requiring oxygen, with current obesity and tobacco use (chewing) was being treated with 17 dental implants performed with local anesthesia and sedation. Further medical history including prescription medication is not currently available. At the end of the appointment, the pt became non-responsive to verbal stimuli, was resuscitated in the office, taken by ambulance, admitted to an intensive care unit and subsequently died. No autopsy was performed. The attending physician at the intensive care unit observed evidence of a blood clot from the leg. Examination of a detailed medical history including medications and operative report is not available.